Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, when a 980 ventilator was powered on it failed the power on self test (post) with a system error message and the graphical user interface (gui) screen went blank. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and found the power control/distribution printed circuit board (pcb) defective. The se replaced the power control/distribution pcb. The se performed calibrations and extended self-testing on the device and all tests passed.